Event description:
It was reported that the device was explanted after implant duration of approximately 11 months, due mitral insufficiency. Information learned from implant patient registry and from the operative report.

Manufacturer narrative:
Device not returned.

Event description:
The device history record (DHR) review was completed in 2009, and there was no nonconformance found related to this event.